Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: during the investigation, the pump was returned with a blank display screen. The pump was opened and a cracked display screen was found. The test display screen operated properly. The battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.